Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient had a controller exchange in the community for a controller fault alarm. The log file revealed that the backup battery was also alarming as a fault. The patient reported audible hazard alarms with flashing broken red heart and flashing amber wrench symbol. During that time, the patient and family were unable to recall if there was a loss of consciousness or other symptoms, or if the pump running symbol was on. The patient was adamant that they would not take the old controller home with them, so a new controller was exchanged to a new back-up controller and a working controller. After discussing the event with the patient further, the healthcare professional believed that the device did not operate normally. A log file analysis captured a battery fault alarm on (B)(6) 2020 from 8:39-8:40 am. The controller was disconnected at 8:43 am, but per technical services there was no need to replace the controller at that time as the vad was still running while attached to 14v batteries.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 2 days (29nov20 ¿ 01dec20 per time stamp). The backup battery fault alarm activated on 01dec20 at 8:39 due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. The alarm was active until the driveline was disconnected on 01dec20 at 08:43. The controller was turned back on at 14:34 and the alarm was not active anymore. This alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms active in the log file. The hm3 system controller, (B)(6), was not returned for analysis. A root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.